Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a white plastic foreign material, however, the specific material could not be identified. It was concluded that the material had not originated from the device. Additionally, the cause for the clog could not be specified. The nozzle was not reported to have been deformed or damaged and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the customer complaint of the glue on the distal tip needing to be replaced was confirmed. In addition, evaluation found the light guide lens was chipped and the glue was worn, the objective lens and glue were chipped, switch one had a hole in the button, the illumination was uneven, angulation had play and was not to specification, water flow was not to specification, water flow removal was not to specification, and the electrical safety test was not to specification. The scope did pass a comprehensive leak test. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the adhesive on the distal tip of the evis lucera elite gastrointestinal videoscope had defects. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water nozzle was blocked by foreign debris. An unidentified blockage was protruding from the outlet pipe. The blockage appeared to be a white plastic like material. The report is being submitted due to the foreign debris blocking the air/water nozzle found during evaluation.